Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product investigation. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual inspection was completed. Due to the nature of the complaint, functional testing and dimensional testing were unable to be performed. The complaint was confirmed through visual examination the returned device was visually examined and the following was observed: liner is partially expanded 3.5" from distal hub and remaining liner unexpanded. Distal tip is unopened. Puncture observed through strain relief. Procedural imagery was provided and the following was observed: valve strut punctured through strain relief. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation.' The complaint for inability to advance through sheath was confirmed based on evaluation on the returned device. Available information suggests patient factors (under-sized vessels) likely contributed to the event as it was reported that the patient had a stent graft in the event description. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaint for sheath punctured was confirmed based on evaluation on the returned device. Available information suggests procedural factors (high push forces) likely contributed. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway (i.e. Restricted vasculature due to stent graft), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. The product risk assessment (pra) is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. See product risk assessment applicability action item for details. A CAPA (corrective and preventive action)/scar (supplier corrective action request) is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our japanese affiliates, during implant of a 26mm sapien 3 ur valve, there was strong resistance during delivery system insertion. The patient had received a stent graft implantation in the area from the abdominal aorta to both common iliac arteries. When the delivery system got stuck, the valve was located at femoral head (close the puncture site). The operator tried to adjust the insertion angle and propofol was used; however, the delivery system still could not be advanced. As a part of the valve frame seemed to be bent, the delivery system and esheath+ were removed. It was confirmed that the valve frame was sticking through the esheath strain relief. A new delivery system and esheath were used to finish the procedure. There were no vascular complications.

Manufacturer narrative:
Investigation is ongoing.